Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported the patient experienced an infection located at the ipg site. As a result, the patient underwent surgical intervention wherein the ipg was explanted.

Manufacturer narrative:
The patient's entire scs system was unintendedly excluded in the initial report. This report contain missing data.

Event description:
Additional information obtained, identified the patient's entire scs system was explanted.